Event description:
Mobility scooter 600 electric mobility. Scooter is 6 months old. Scooter stops and goes at will and then runs normal. Scooter has been repaired and is acting up again the same as before. The problem has happened to three other scooters to my knowledge. Scooter has stopped in crosswalk twice.